Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose tablets for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of use of freestyle librelink and freestyle libre 2 apps, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose tablets for treatment. There was no report of death or permanent injury associated with this event.